Event description:
Information received from the reporting physician in 2007 confirmed the patient's diagnosis as herpes zoster secondary to an embolic event. Therefore, this spontaneous report of a non-serious, unlabeled event is being submitted as a 10-day report. A physician reported that a female patient received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds (1 cc total) on two weeks earlier. Anesthesia pre-procedure included an unspecified topical numbing cream. Additional procedures at the time of restylane treatment included botox cosmetic (botulinum toxin type a injections (sites of injection unspecified). Medical history included shoulder surgery (approx a month prior to original date) and shingles. The patient was not taking concomitant medications. On two weeks after the original date, within 2 hours following restylane treatment, the patient experienced pain (injection site pain), swelling (injection site swelling), and bruising (injection site bruising) up to her forehead. The patient also experienced 1 episode of vomiting (vomiting). She was treated with an unspecified pain medication and applications of ice. She was examined by the physician on two days later. On two days later, the patient developed superficial white pustules (implant site pustules) and a dark gray spot on the tip of her nose. She was examined by the physician that same day, who described the spot on the patient's nose as "possibly necrotic." Mottling from the glabellar area to the side of the nose and upper lip was also noted. Herpes zoster and ischemia were considered as possible diagnoses. Treatment included valtrex (valacyclovir) 500 mg 3 times daily for 7 days, nitroglycerin ointment applied topically twice daily, aspirin once daily, augmentin (amoxicillin/clavulanic acid) 500 mg twice daily, warm compresses, and benzocaine and silver sulfadiazine cream applied topically (dose regimen unspecified). On the evening of that day, the patient contacted the physician to report that "a chunk of tissue fell off inside her mouth." For the next two days, the patient received hyperbaric oxygen treatments. Prior to the second hyperbaric oxygen treatment, the patient reported that she was "feeling better" and that the tip of her nose was no longer gray but purple. On eight days later, a final diagnosis of herpes zoster (herpes zoster) secondary to an embolic event (injection site ischemia) was made. As of the same day, the patient was recovering. The restylane lot number was reported as 8199-1, with an expiration date of 10/2009.